Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 106 (night drain #6) alarm occurred on the homechoice. The alarm occurred during drain 6 at the end ogf therapy. The patient was connected. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient reported feeling overfull during therapy and had bypassed during cycle one. The largest prescribed fill volume is 2200ml and the initial drain alarm was set at 0. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.